Event description:
It was reported that the patient faced an event where bubble like drops and sort of vapor droplets were found on the tip of the cannula on (B)(6) 2026. Blood glucose level was 399 mg/dl at the time of the event.

Manufacturer narrative:
Name: (B)(6). Country: switzerland. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.